Event description:
Second report of three involving a camino monitor that did not function. Cross reference with MFR. # 8010219-2011-00013 (B)(4). A pt with a severe head trauma following a road traffic accident, was admitted to the intensive care department and was in need of monitoring with a camino monitor. After trying three different monitors and cables, the hospital staff could not get any of the monitors to work properly. Ultimately another camino monitor had to be removed from another pt in intensive care so that they could monitor the newly arrived pt. The staff then had to request a camino monitor from another facility to be transferred to the hospital so they could continue monitoring the other pt.

Manufacturer narrative:
"A retrospective quality review of this record deemed a subsequent report should have been filed." An initial MDR MFR report # 8010219-2011-00013 (B)(4) was filed on (B)(4) 2011. To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.